Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: saline mentor smooth round moderate profile 300cc, catalog number 3501645, serial number (B)(4), lot number 5936883. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(4) caucasian female patient underwent a breast augmentation primary with a saline mentor smooth round moderate profile 300cc and experienced bilateral ptosis and deflation on the left breast implant. The deflation was noticed by the healthcare professional during the office exam. As a result, the patient had undergone removal without replacement on (B)(6) 2018.

Manufacturer narrative:
On 07/16/2018, it was reported incorrectly that the product was received. The product was never received. Since the reported product was not returned no product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If the product is received in the future we will perform the investigation as appropriate. Manufacturer¿s reference number: (B)(4).